Manufacturer narrative:
No information provided only the sex of the patient. No lot number was provided. The product was disposed of after use and without lot number we can not determine the expiration date, UDI or manufacture date. 3m implemented a new dehp free material to enhance the material properties on all 3m ranger(tm) blood fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. 3m implemented a solvent improvement process in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting which are part of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. 3m continues to monitor their complaints to confirm the effectiveness of the changes made. No information was provided as to the location of the leak within the product. Nor was product returned. It is not possible to determine the failure mode or cause of the leak nor applicability of the above without lot number and product. End of report.

Event description:
It was alleged a 3m¿ ranger¿ pressure infuser and 3m¿ ranger¿ blood/fluid warming unit were being primed using a 3m¿ ranger¿ blood/fluid warming system high flow. The unit did not turn on right away but when infusion began using the packed red blood cells and it was noted there was a leak within the ranger warming unit from the disposable cassette. It was alleged packed red blood cells were being pressurized using the 3m¿ ranger¿ pressure infuser. The fluid was being warmed throughout the loading and short delivery to the patient <10 minutes. The infuse rate of the fluids was assumed to be 500ml/minute. There was blood waste due to the leak but it did not result in patient injury or harm. The patient died but this was due to multiple stab wounds, which caused massive hemorrhage. The patient was deceased before emergency department started working on the patient. The disposable cassette was disposed of after use. The location of the leak within the cassette was not specified. The warming unit was disposed of due to blood contamination.